Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported a certas valve (ID: 828823pl) was implanted via ventriculoperitoneal (vp) shunt on (B)(6) 2026. The valve was removed on (B)(6) 2026, due to inability to reprogram after implantation.